Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and associated right atrial (ra), and right ventricular (rv) leads were part of a system revision due to infection. The system was explanted. No additional adverse patient effects were reported.